Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked. Contact stated that the customer accidentally fell and landed on the pump the pump is functional. The customer's blood glucose was 360 mg/dl customer delivered a correction bolus and injections to stabilize blood glucose levels. Reportedly, the customer would continue to use pump for insulin therapy.